Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between april 2012 ¿ may 2022. During the review of the report, it was identified that on (B)(6) 2019 a patient required revision surgery due to dislocation ad subluxation, the event was not previously reported to the manufacturer.